Event description:
The rfx ceiling monitor suspension fell onto the table top, causing the monitor boom and monitor to become damaged. The nurse was in the room when this occurred, but was not injured in the event.

Manufacturer narrative:
Device was inspected by investigating field engineer, who noticed that the 3" hex head bolt unscrewed, causing the monitor boom to become loose and fall. The setscrew used to hold the bolt in position was in place. Parts are being returned to engineering for further analysis.